Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling, or other issues. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and water tightness was lost due to a pinhole on the instrument tube. Also, evaluation found the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the objective lens was cracked, the control unit was sticky due to water leakage, the objective lens was scratched, and the eyepiece was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the oes cystonephrofiberscope had air/water leaks. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found forceps channel port was loose. The report is being submitted due to loose port found during evaluation.